Event description:
The recharging issues were unknown. In the past the recharging devices had been replaced but the battery would not hold a charge according to the patient. The patient has since had no complaints that I have been made aware of since the replacement.

Event description:
It was reported that the patient had a revision due to the implantable neurostimulator (ins) not being able to charge to full. The rechargeable device was replaced with another rechargeable device. Additionally, the patient reported a warm sensation in or around the ins pocket during recharging. The patient also had lost a lot of weight.

Manufacturer narrative:
Recharger model 37752 serial # (B)(4) implanted: na explanted: na lead model 3888 lot # v057996 implanted: (B)(6) 2007 explanted: unk lead model 3888 lot # j0537544v implanted: (B)(6) 2007 explanted: unk lead model 3888 lot # v014704 implanted: (B)(6) 2007 explanted: unk extension model 37083 serial # (B)(4). Implanted: (B)(6) 2007. Explanted: unk. Extension model unk serial # (B)(4). Implanted: (B)(6) 2007 explanted: unk patient programmer model 37742 serial # (B)(4) implanted: (B)(6) 2007 explanted: unk implantable neurostimulator (ins) model 7427 serial # (B)(4) implanted: (B)(6) 2005 explanted: unk extension model 7495lz serial # (B)(4) implanted: (B)(6) 2002 explanted: unk lead model 3888 lot # j0225575v implanted: (B)(6) 2002 explanted: unk accessory model 3550-09 lot # la6056 implanted: (B)(6) 2002 explanted: unk patient programmer model 7435 serial # (B)(4) implanted: (B)(6) 2002 explanted: unk lead model 3888 lot # j0219998v implanted: (B)(6) 2002 explanted: unk.